Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and replaced the sample probe. The cse cleaned the sample drain and the reagent 2 drain. The cse ran precision testing and chem wash precision, which were acceptable. The cause of a discordant, falsely elevated ctni result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). A new sample was obtained from the patient and was tested on the same instrument, resulting lower than the initial result. The original sample was repeated on the same instrument, also resulting lower than the initial result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.